Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker called to discuss electromagnetic interference (emi) questions with technical services (ts). This patient mentioned a few months prior that they put their phone underneath their chin and experienced tachycardia. The clinic reached out to them as it was through that the tachycardia might have been due to the position of the phone as some brief noise was observed on the leads. A review of latitude nxt did not reveal any events during this time. This pacemaker remains in service. No adverse patient effects were reported.